Event description:
It was reported that during an unspecified procedure the rigid video scope had a green image as soon as the light was reflected on a shiny surface. There was no reported patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is related to a bad cable however the cause is not able to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure the rigid video scope had a green image as soon as the light was reflected on a shiny surface. There was no reported patient harm.